Manufacturer narrative:
Device was received with no button response due to moisture damage on the electronic assembly. Unable to perform the self test and displacement test due to no button response. Moisture damage was also found inside of the battery tube and on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s down arrow and back arrow did not longer working properly and button were unresponsive occasionally, but had been happening more as of late. The customer¿s blood glucose level was unknown. Customer was assisted with troubleshooting. Customer stated that the issues frequency was daily. Customer stated that the pump was neither dropped nor exposed to moisture. Customer stated that the block mode was inactive. Customer stated that the button was not unresponsive during an easy bolus attempt. Customer stated that they replaced the insulin pump¿s batteries several times in the past couple of months and try to resolve the issue, but issue continues. The device will be returned for analysis.